Event description:
The hcp reported that the pt underwent catheter revision in 2006 and presented 4 days later with nausea and vomiting. The revision went well, although the pt had 2 rods which the surgeon needed to manuever around for proper placement of the catheter. A therapeutic bolus of 116 mcg was delivered. The pt is on a daily dose of 270 mcg/day. Four days later, the pt presented with nausea and vomiting; a "possible urinary tract infection" was diagnosed. Final pt outcome was not reported.